Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device keypad was not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device keypad was not working. No additional information is available.